Manufacturer narrative:
(B)(4).

Event description:
The customer reported to the philips healthcare call center that the heartstart sla battery does not charge. There was no report of patient involvement or adverse patient impact.